Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was at a camp, and was experiencing high blood glucose levels and no delivery alarms. The customer was also getting bent cannulas. It was stated that the customer had to stay an extra day at camp due to the elevated blood glucose levels, and was going to be taken to the emergency room for assistance. The customer was lethargic, had ketones, and her breath was smelling like candy. Advised the caller that the insulin pump would be replaced. Nothing further was reported.